Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event. Device not returned.

Event description:
When the customer used the fiber for he second, a problem occurred. It was broken at around 15cm from the top, when the customer used it with flexible pyeloureteroscope. After changed into other fiber, the customer was able to continue the operation without problem. No adverse event."